Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. The device history record was unable to be reviewed since the serial number is unk. The cause of the reported pannus and thrombus formation resulting in the impeded leaflets remains unk.

Event description:
The info provided to sjm from a literature article titled: "mitral valve malfunction of a st. Jude medical prosthetic due to pannus formation and thrombus" (kitakanto med j 2012;62:301-303). The pt presented with congestive heart failure, chest pain, dizziness and dyspnea. The valve was explanted due to pannus and thrombus and replaced with another st. Jude medical mechanical valve.